Manufacturer narrative:
Product evaluation: the cartridge was returned in a folded and stapled peel pouch. An inadequate amount of viscoelastic was observed inside the cartridge. The reported crack was not observed. The tip has heavy stress beginning prior to the fill to line. The tip has a large aneurysm along the right side and aneurysms on the posterior of the tip. The enlarged stress deformation (aneurysms) may have been interpreted as the reported complaint. The cartridge shows evidence of being placed into a handpiece. Cartridge and iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause of the complaint is most likely related a failure to follow the directions for use (dfu). The account used a lens/cartridge combination which is not qualified for use. In addition, an insufficient amount of viscoelastic was observed in the cartridge. The dfu instructs to fill the cartridge with viscoelastic before loading the lens. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
There was contact with the patient.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a qualified lens. This lens model is only qualified to be used in two specific cartridges. Iol product history records were reviewed and the documentation indicated the product met release criteria. The root cause is most likely a failure to follow the directions for use (dfu). The account used a non-qualified lens/cartridge combination. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The iol product history records were reviewed and documentation indicates the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A manager reported that during an intraocular lens (iol) implant procedure, the cartridge cracked which led to the iol falling from the crack during implantation. The surgery was completed with a new cartridge and iol.